Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented in the clinic with an infection and pocket erosion at the implanted device pocket site. The pacemaker, along with the right ventricular and atrial leads, has eroded through the skin and is visibly exposed at the opened device pocket site. The physician explanted the entire system ¿ pacemaker, right ventricular lead, and atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.